Event description:
The customer reported to olympus the evis lucera elite colonovideoscope water removal function was insufficient. The device was returned for evaluation. During the device evaluation, foreign material came out of the channel tube and the distal end of the device which constitutes a reportable malfunction. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found the angulation wires were worn, the up angulation was out of specification, the up/down knob play was out of standard value, the adhesive on the protective coating of the bending portion of the device was chipped, cracked, and cloudy, the paint on the suction cylinder was peeling, the adhesive around the light guide lens was cloudy, there were scratches on the objective lens, the protector of the universal cord on the scope connector side and the control section side, the universal cord, the image guide protector, the grip, switch 3, switch 2, the camera cover, and the connecting tube, the objective lens was cloudy, and the scope connector was cracked. The customer provided information regarding cleaning steps. The device was cleaned, disinfected, and sterilized before it was sent in for repair. It is unknown when the foreign material adhered to the nozzle. Water was aspirated through the instrument/suction channel successfully, and the endoscope was pre-soaked in detergent fluid. There were no abnormalities with the accessories used for reprocessing. The instrument channel outlet, instrument channel port, and suction cylinders were wiped or brushed with gauze, a brush, or a sponge. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
H10: per the information obtained from the customer, it is unknown whether reprocessing steps at the material residue point deviated from the instruction manual. This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of foreign material in the suction channel, biopsy channel, and nozzle could not be identified. The suggested events are detectable and preventable by handling the device in accordance with the following sections of the instructions for use: -based on the instruction manual cleaning/disinfection/sterilization ¿chapter 5 manual cleaning of the endoscope and endo therapy accessories¿, and ¿chapter 8 storage and disposal¿, please confirm that stain was removed especially from the opening space at the air/water nozzle and the lens when conducting reprocessing. In case the stain was remained, clean it until all the stain was removed, rinse completely and remove residual water in the tube and dry it after cleaning etc. Please check the environment of handling. Olympus will continue to monitor field performance for this device.